Manufacturer narrative:
(B)(4). Date sent: 05/27/2016. Additional information received: I think the issues are: echelon seems to squeeze tissue (mucosa) out where endo gia seems to squeeze it in. I suspect bugs may travel with this. The re-usable blade on the echelon rather than the new one with endo gia. I have been swabbing staple lines and been finding bugs (and fungi). (B)(6) has been swabbing endo gia staple lines and finding nothing. It is probably not a problem if there is no minimizer. We should meet and chat, I am hoping that rinsing in weak chlorhex rinsing between firing will fix this.

Event description:
It was reported that the surgeon reported that himself and another surgeon have had a few infections after gastric sleeve procedures recently. All have been with minimizer rings and all have been with echelon. The patient has a postoperative infection. The reloads are still implanted.

Manufacturer narrative:
(B)(4). Additional information was provided by surgeon. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a complaint, and this record will be voided.